Event description:
It was reported by service report that the side rail could not be latched in the raised position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
See scanned page.